Manufacturer narrative:
An event regarding pain involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing post-operative pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer

Event description:
It was reported through the stryker facebook page, "I had the robotic hip replacement and still having issues after 6 months. I wish I could get back to a normal life. It's been a long recovery for me. I'm a very active person too. Still limping and have pain." Additional fb comment, "mine still has issues after 6 months! I'm a very active person. Frustrating!" Additional fb comment, "I had posterior/ lateral approach too and 6 months later I'm still limping with terrible pain. I'm very active and athletic too. More pain now than pre hip replacement. So disappointing 6 months later."